Event description:
Few issues raised by onco nursing regarding use of posi flush heaprin 5ml (10 units) causing blockage of line. So dr (B)(6)raised question about dosage of heparin used is right or is really in prefilled syringe heparin is there or not.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received can you confirm is there any patient impacted, no. Can you confirm that there are any serious injuries that occur to the patient, no.

Manufacturer narrative:
(B)(4) follow up. It was reported the heparin flush was causing blockage in the line. A device history record review was completed by our quality engineer team for provided material number 306414 and lot number 415861n. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.